Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high threshold and high pacing impedance. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of high threshold and high pacing lead impedance were not confirmed. As received, only the distal portion lead was returned in one piece for analysis. Visual and x-ray examination of the partial lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.